Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative 2018-jun-25. The catheter access port (cap) needle had been sent back to the manufacturer, along with the catheter segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID 8780, serial (B)(4), implanted: (B)(6) 2018, product type: catheter; ubd: 27-mar-2020, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and healthcare provider regarding a patient receiving a new pump implant for intractable spasticity and head/brain injury. It was indicated the device would be used to deliver 500 mcg/ml of lioresal at 100 mcg/day. It was reported the patient was receiving a new pump on (B)(6) 2018. It was indicated the procedure was a routine normal implant. The 24-gauge catheter access port (cap) needle packaged with the pump would not aspirate off the cap. The healthcare provider (hcp) was unable to draw back when the catheter was connected to the pump. The needle was changed along with the proximal segment of the catheter, and the hcp was able to aspirate. During the case, the white silicone part of the sutureless connector (sc) slid off the metal part when the doctor was trying to disconnect the sc connector to troubleshoot. The doctor was then unable to replace the white silicone to ¿squeeze black dots to properly disconnect the sc.¿ eventually, the doctor was able to use an instrument on the metal part of the sc connector to remove it. The whole pump segment piece was replaced, and the issue was resolved. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient¿s status at the time of the report was provided as ¿alive - no injury.¿ no further complications were reported or anticipated. It was indicated the needle would be returned to the manufacturer. Other medications being taken at the time of the event and patient weight were unknown. The patient¿s medical history includes traumatic brain injury (tbi).

Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(4) revealed damage to the sutureless connector (sc) assembly consistent with difficulty removing the connector. Analysis identified the white silicone boot was out of position and damage was identified on the retaining ring fingers. Evaluation of the returned cap needle revealed the needle was occluded by an inorganic material. (B)(4). The evaluation codes have been updated. The evaluation codes are only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter segment and catheter access port (cap) needle were returned for analysis.